Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28675, related manufacturer reference number: 2017865-2021-28679. It was reported that a patient presented with an infection. On (B)(6) 2021 during procedure, the patient's pacemaker (pm) was explanted and replaced, the patient's right ventricular (rv) lead was capped and the patient's replacement pm had a set screw that couldn't be tightened. The replacement pm was not used and replaced. The patient was stable throughout procedure.